Manufacturer narrative:
One device was returned for repair with reported problem of cassette detection error. Service history review found no repair order within past 12-month period. Performed verification testing and visual inspection. Reported problem was duplicated by 50 ml cassette test. The cassette not attached alarm triggered intermittently when cassette was attached, caused by downstream occlusion (dso) sensor failure due to contamination. Replaced dso sensor, seal and bezel. Device passed all testing after repair.

Event description:
It was reported that the pump exhibited a cassette detect error. There was unknown patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.